Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection revealed a black fiber approximately 2.0 mm long between the inner and outer pouches. The reported condition of particulate matter was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particular matter was found in the inner pouch of a flo-thru intraluminal shunt. This was observed prior to use. There was no patient involvement. No additional information is available.